Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on: (B)(6) 2012: patient presented with following preop diagnoses: leukoplakia on the left true vocal cord. Procedure: direct laryngoscopy with stripping of vocal cord with telescope, current procedural terminology (cpt) code (B)(4). Esophagoscopy cpt code (B)(4). Findings: 1) there was leukoplakia involving the left true fold at the anterior portion extending to the midportion of the vocal cord. That site was biopsied. 2) there appeared to be some reflux changes of the mucosa in the supraglottic area. (B)(6) 2013: patient presented with grade 2 l5 on s1 spondylolisthesis with bilateral l5 radiculopathies an instability, wasted l5 pedicles. Procedure: l5 laminectomy and facetectomy l5-s1 posterior interbody fusion l4 and s1 pedicle screw fixation and posterior lateral fusion. Perop: a 4-penfield was used to identify the dorsum of the disk space at the step-off on the right. The pll was opened sharply and a paddle shaver was malleted into the l5-s1 disk space and opened to provide some distraction. A series of the 11 blade was used to then open the pll on the left side, protecting the thecal sac with a nerve retractor at all times. A 12 x 6 spacer was introduced in this side. The paddle shaver was then removed from the right side and a 12 x 20 mm x 6 degree lordosis capstone control peek graft was placed with local bone morselized in the cage under fluoroscopic guidance to the appropriate depth. A paddle shaver was then used to create an opening in the morselized bone for the cage on the other side, which was then inserted similarly a 12 x 20 mm by 6 degree cage control peek graft with local bone. The l4 transverse process was identified the entry point was confirmed with fluoroscopy and six 5 x 45 mm screws were placed parallel to the disk spaces through the pedicles. 7.5 x 45 mm screws were placed bilaterally at s1. The drill was then used to decorticate the bone at l5 ant the l4-5 disk space, the 5-1 set having already been removed at the bottom of the l4 lamina. The remainder of the patient's bone was then wrapped in a bmp sponge and placed just medial to the screws bridging the l4-s1 disk space bilaterally covered by a resorbable bag of allograft bone. Patient alleges unspecified injury due to the use of rhbmp-2